Event description:
Reportedly, the surgeon had used four clips without incident. The fifth clip jammed in the open position and the device was unable to be removed without removing the trocar. During the removal process, the artery was cut and needed to be repaired. Surgeon completed the procedure using a different brand device. Normal recovery is expected.